Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to duplicate the issue. The fse found a surge protector being used for the integrated electrosurgical unit (iesu) and recommended to the customer to plug the iesu directly into the wall on its own circuit. The fse replaced the iesu. The system was tested and verified as ready for use. Isi received the iesu involved with this complaint and completed the device evaluation. Failure analysis investigation could not reproduce the customer reported complaint. The unit was tested using the same instruments, but the failure was not replicated. The unit was placed on an in-house system under normal mode. The unit energized and cauterized, and all ports recognized instruments.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, a burning smell was observed coming from the vision side cart (vsc). The customer exchanged the vsc and proceeded with the case prior to contacting intuitive surgical, inc. (Isi) technical support. The customer informed the technical support engineer (tse) that they turned on the vsc in the hall and had no issues. The tse recommended to turn the vsc off and unplug it until a field service engineer (fse) could verify the system. The customer added that they had issues with the integrated electro surgical unit (iesu) during the previous case and asked if that could be the cause. No further information was available about the issue with the iesu. The site was completing the procedure with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the surgeon swapped the vsc and proceeded with the case. There was no injury to the patient. The procedure was completed with no issues. The system was inspected prior to use and no issues were noted.